Event description:
During a lap chole procedure, a pin-head sized piece of blue fiber was seen through the scope and removed with a forcep.

Manufacturer narrative:
During a lap chole procedure the surgeon visualized a pin-head sized piece of blue fiber through the scope that was thought to have come from the drape. It was removed with a forcep without further incident. No pt injury resulted. A sample was not retained for evaluation. We have not confirmed the fiber came from the drape. We have had no other similar incidents reported and no corrective action is indicated at this time. However, in an abundance of caution and due to the intervention performed by the surgeon, this medwatch is being filed.